Event description:
Information was later received that this system was explanted due to infection. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Manufacturer narrative:
It was indicated that this lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up procedure, this right ventricular (rv) lead was not capturing at 7.5v@1.5ms. Lead dislodgement was ruled out through x-rays. A lead revision procedure was scheduled. No adverse patient effects were reported.